Manufacturer narrative:
(B)(4). Device evaluation pending. This issue is being reported because at this time reason for reported device behavior cannot be established.

Event description:
Report from customer that AED was deployed and did not shock.